Event description:
The event is reported as: the circuit did not pass the leak test on the machine. The respiratory therapist noticed the cap on the port may be defective. No patient injury reported.

Manufacturer narrative:
Product was received and sent to the manufacturing facility for evaluation. The results of the evaluation are not available at the time of this report. A follow-up investigation report will be sent when completed.